Event description:
It was reported that during the patient¿s follow-up, the right atrial (ra) lead was noted with high threshold. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead 2008 (B)(6); 419588 implantable pacing lead 2008 (B)(6). (B)(4).